Event description:
Customer reported that the needle went sideways through the cap during recapping and stuck the doctor. The customer was unable to confirm the specific lot impacted. Customer said the lot could either be ckdj11-0 or ckdj07-0. No information was received regarding any serious injury because of this product malfunction.

Event description:
Customer reported that the needle went sideways through the cap during recapping and stuck the doctor. The customer was unable to confirm the specific lot impacted. Customer said the lot could either be ckdj11-0 or ckdj07-0. No information was received regarding any serious injury because of this product malfunction.

Manufacturer narrative:
The initial report was sent to FDA on 02/09/2022. This is a follow-up report to correct the date of event and date importer became aware of event which were initially reported as 01/12/2022. The correct date for both was determined to be (B)(6) 2022.